Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented remotely via merlin.net with high out of range pacing impedance. Patient was then brought into the clinic for further investigation. The impedance was unchanged. All other measurements were normal. No intervention was made and patient will continue to be monitored. Patient was stable after the event.